Event description:
During g3 nail surgery, when the surgeon used the step drill, stopper of the step drill loosened. The surgeon used it checking the stopper, and the surgery was completed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. Evaluation revealed the drill to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The drill returned was documented as faultless prior to distribution. As the device had been in use for more than one year we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. Furthermore the reported issue was not reproducible. The drill returned was found fully functional. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
During g3 nail surgery, when the surgeon used the step drill, stopper of the step drill loosened. The surgeon used it checking the stopper, and the surgery was completed.